Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). Two complaints were received during this report period. Of these, 2 were determined to be misapplication (B)(4). All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. One male patient, (B)(6). One female patient.